Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.